Event description:
A report was received the patient underwent an explant procedure due to infection at the pocket site. Symptoms included redness, drainage and fever. Physician does not believe infection was device related. Patient has a history of (B)(6) and infection was determined to be staphylococcal. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 serial # (B)(4) description: artisan 2x8 lim, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received, the patient underwent an explant procedure due to infection at the pocket site. Symptoms included redness, drainage and fever. Physician does not believe infection was device related. Patient has a history of (B)(6) and infection was determined to be staphylococcal. The patient was reportedly doing well following the procedure.